Manufacturer narrative:
The olympus fse evaluated the referenced device found the device turns on and off intermittently due to a defective circuit board (power supply). Additionally, the fse inspection found the following defects: moisture condensation found inside the monitor, no image is coming from the y/c output port, heavy corrosion on the video connectors of the circuit (qb) board, the power switch bracket was found broken, the bezel plate has multiple cracks and the screws cannot be threaded onto it, the rear cover has multiple cracks, corrosion on the screws, nicks and scratch marks on the power switch, rust on the earth terminal and potential equalizer, and rust on the outer screws and dc out terminal. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus (omsi) field service engineer (fse) became aware that the customer high-definition liquid crystal display monitor ¿turns on and off intermittently¿. The reported problem was found during a routine inspection performed by the olympus fse. There was no procedure and or patient involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to accurately indicate the report source as a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty power supply could not be determined. Olympus will continue to monitor field performance for this device.